Manufacturer narrative:
Product is not being returned by customer for evaluation.

Event description:
It was reported that during a surgical procedure at the user facility a burn occurred damaging the dura mater while in use with sonopet. The surgeon performed hemostasis and treated the wound successfully; the procedure was then completed with success. During follow-up after the surgery, the surgeon determined a second surgery would be needed. The surgeon suspected the dura was still damaged. During the second surgery the dura was sutured and repaired successfully.